Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicates that the pacemaker went into back-up vvi mode again. The pacemaker was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The device was returned in backup mode. The device image analysis indicated memory corruption, consistent with a xena ic (integrated circuit) anomaly. After reloading the product code successfully, functional, electrical, and mechanical testing, did not find any anomalies, and battery voltage was still in the normal range of operation. The device was further monitored for several days with normal results; the backup condition could not be reproduced. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the pacemaker was found in back-up vvi mode due to non maskable interrupt (nmi). Reprogramming was carried out with the assistance of technical support to resolve the event. The patient was stable and there were no adverse consequences.